Manufacturer narrative:
(B)(4). Although a lot number was initially reported, subsequent information indicates this was in error. The lot number was not provided. Although it was initially reported that the device was returning, subsequent information indicates the device is not returning. Failure to follow steps (use of 18f sheath). The customer reported the device was discarded. A foot break can occur due to a number of factors including, but not limited to the operational context in the use of the device and patient anatomical conditions which can interfere with needle deployment, causing the needle to deflect and strike the foot thus breaking it. In case of calcification or other material trapped under the foot during deployment, breakage may occur. A failure to maintain a stable position of the device with respect to the tissue tract during deployment can put pressure on the foot causing it to break. However, without the product to examine, a determination of the root cause for the reported mislodged/mislocated clip cannot be made. The lot number was not identified; therefore, a device history record review could not be performed. The reported use of proglide device in a patient where an 18f sheath was used is not consistent with the IFU which states that the device should be used for procedures with a 5f to 8f sheath.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that a physician in training in the use of the perclose proglide device attempted arteriotomy closure of a heavily calcified right common femoral artery after an interventional procedure. Reportedly, after step 3 (plunger removal), there were no sutures retrieved. After the device was removed, the foot of the proglide device was observed to be broken. There were no missing portions of the device in the patient's anatomy. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.